Event description:
Patient reported obtaining back-to-back blood glucose results of ~ 200mg/dl and ~ 50 mg/dl (patient could not recall exact values), while using the suspect device. Patient indicated that, at the time the results were obtained, he was exhibiting symptoms of hypoglycemia. Patient self-treated by eating sugar. No injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.